Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. Patient reported that it was taking them 2-3 times longer to charge, further stating that it takes the patient 1-2 hours to charge now, one time it took longer. Patient started a charging session at the time of the report and confirmed they had 8 coupling boxes and the ins was charging. Patient stated they usually have the full boxes, but was still taking longer, however everything seemed to connect fine at the time of the report. It was reviewed for the patient that the battery may take longer to charge as the implant gets older because sometimes the battery depletes quicker. Patient stated they thought might be the case. It was also reviewed for the patient that a new antenna may help, and that if the new antenna does not help and patient is still concerned, they can meet with the health care professional (hcp) and the manufacturer's representative (rep) to check the implanted components. It was also reviewed for the patient that taking a couple hours to charge was still normal for the recharger. Patient also reported that the patient pr programmer (pp) quit making contact with the ins the day prior to the report. Patient placed the pp directly over the ins, synced with the ins and the issue was resolved. Patient was able to connect right away, the ins battery icon was flashing and the implant battery was at 75%. Patient also mentioned that their implant seemed slower than before and was not as effective for their symptom control. The patient was able to communicate with the recharger. It was also reviewed that due to the ins battery life of almost 8 years, it may be the settings needed to be adjusted to better treat their symptoms. It was also noted that if patient was not receiving therapy, it was recommended for patient that considering ins longevity relative to the date of implant, patient should follow up with the hcp. No further patient complications were reported/ anticipated as a result of this event.